Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(6) 2013. It was reported to sunrise medical that one of the caster assemblies fell off of the wheelchair. The dealer couldn't provide information as to how the caster had fallen off. There were no falls or injuries reported due to this malfunction.

Manufacturer narrative:
A complete caster spline and bolt kit are being sent to mobility medical equipment so that they can make repairs to the end users' wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.